Event description:
Customer reported an unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the galileo.

Manufacturer narrative:
A service call was made. Replaced 4 needles, camera reader, reagent tubing, a large syringe and the washer manifold. The system was tested and is operating without any problems.